Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure, it was noted under fluoroscopy, that the coil had broken off of the delivery wire inside of the microcatheter. The microcatheter and broken coil were removed from the patient. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination revealed that the delivery wire was stretched and kinked. The main coil was not attached to the delivery wire, and had broken off near the detachment zone. Damage was noted on the detachment zone which was on the main coil broken section. The main coil was stretched and the distal end of the main coil was broken and not returned. From the information provided and the investigation results, the cause for the device breakage could not be determined.

Event description:
It was reported that during procedure, it was noted under fluoroscopy, that the coil had broken off of the delivery wire inside of the microcatheter. The microcatheter and broken coil were removed from the patient. There were no clinical consequences to the patient.